Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material may not have been removed due to imperfection of proper reprocessing caused by failure of brush passage. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ cleaning, disinfection, and sterilization procedures_ precleaning -warning:if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, leak and scrape mark inside biopsy channel, dent on the distal end plastic cover, crack in the glue of the bending section cover, and insertion tube has a buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported that the evis exera iii gastrointestinal videoscope medivator block would not lock onto air/water/suction channels during reprocessing. Multiple blocks were tried, including a brand new one, and none would lock. During inspection and evaluation, it was noted that there was a foreign object stuck inside the suction channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.